Event description:
It was reported that during a follow-up, 1 aborted shock therapy and 4 diagnoses of vf were noted. Noise was observed on stored egm. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.